Manufacturer narrative:
The stretcher was returned to manufacturer. A visual and functional evaluation was conducted and there were no observed malfunctions that would have contributed to the stretcher coming out of the ambulance and tipping over. The stretcher was functioning as intended. A bent actuator spring was observed and repaired; however, it would not have contributed to the incident and it could not be determined how or when the spring became bent. The stretcher was repaired and returned to service. The complainant stated it was their understanding the patient was discharged from the hospital after the evaluation and they have received no further information regarding the patient injury. The IFU contains instructions for unloading the stretcher in a controlled manner to ensure safety of the patient and operators. The complainant later reported one of the emts from the crew complained of a foot injury three days after the incident and was evaluated by a contracted physician. He returned back to work on the same day he was evaluated and has not complained of any other injuries.

Event description:
It was reported while unloading a patient from the ambulance and prior to the head end legs reaching the ground, the stretcher allegedly came out of the ambulance and tipped over onto its right side. It was reported the patient sustained a head laceration as a result and was transferred to another stretcher and taken into the hospital for evaluation and care. No additional details were provided regarding the alleged patient injury and outcome.

Manufacturer narrative:
The stretcher was returned to manufacturer. A visual and functional evaluation was conducted and there were no observed malfunctions that would have contributed to the stretcher coming out of the ambulance and tipping over. The stretcher was functioning as intended. A bent actuator spring was observed and repaired; however, it would not have contributed to the incident and it could not be determined how or when the spring became bent. The stretcher was repaired and returned to service. The complainant stated it was their understanding the patient was discharged from the hospital after the evaluation and they have received no further information regarding the patient injury. The IFU contains instructions for unloading the stretcher in a controlled manner to ensure safety of the patient and operators.

Event description:
It was reported while unloading a patient from the ambulance and prior to the head end legs reaching the ground, the stretcher allegedly came out of the ambulance and tipped over onto its right side. It was reported the patient sustained a head laceration as a result and was transferred to another stretcher and taken into the hospital for evaluation and care. No additional details were provided regarding the alleged patient injury and outcome.

Event description:
It was reported while unloading a patient from the ambulance and prior to the head end legs reaching the ground, the stretcher allegedly came out of the ambulance and tipped over onto its right side. It was reported the patient sustained a head laceration as a result and was transferred to another stretcher and taken into the hospital for evaluation and care. No additional details were provided regarding the alleged patient injury and outcome.